Event description:
The customer alleged that disinfectant tank was over filled and spilling fluids on floor. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse removed debris from disinfect valve to correct problem. The fse ran test cycle. System meets specifications.